Event description:
Event verbatim [preferred term] burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred [burns second degree], visible scars [scar] , scabbing [scab], read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently [intentional device misuse]. This is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2018 at 1 pad, frequency unknown since she must have slept wrong and woke up achy and back ache per the instruction applied on lower back right side. Medical history was not reported. Concomitant medications were none. The patient reported "I used your product a few days ago on (B)(6) 2018 after reading the package carefully. It was a comforting amount of heat and at no time did I experience any discomfort. Until I took it off. I removed it after about 6 hours as I was getting ready for bed. Removing it was also fine but when I pulled up my underwear, I felt the pain on (B)(6) 2018. I had been burned and just the rub of my underwear was horrible on (B)(6) 2018. I put a large non-stick bandage on it and that helped with the rub. Mid afternoon the next day I removed the bandage to shower. Ouch, big mistake. I have no packaging info to give you as before I realized I was burnt I tossed the packaging which was picked up by recycling." Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Two weeks after the incident in 2018, the picture provided by patient shows visible scars. As of (B)(6) 2018, the patient reported "applied patch per directions - patch was warm not hot at all. Removed patch after 6 hours because I was going to sleep. Removal seemed fine. Didn't feel any sticking or skin pulling. It was when I laid down my back felt the pain. Looking in the mirror and saw blisters on multiple places-very painful for days. Still scabbing in 2018". Upon follow up on (B)(6) 2018, the patient added "I found some ointment and applied it and put a large bandage on it as it was when it rubbed against something that it really hurt. I remembered taking a shower after the burns. I took off bandage and when the water slid over it I screamed, it was that painful. I did not seek medical treatment as I am not a crazy run to the doctor for everything kind of person. There were several burn spots and I handle them myself. I can't say what degree burns they were, but I guess similar to touching a hot iron." The patient read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently on (B)(6) 2018. There was no skin damage or broken prior to usage and no area bruised or swelled 48 hours prior to usage. During using thermacare, patient did not detect irritation, redness, and burning. The patient did not heat product in a microwave prior to usage and was not re-heated at all during usage. The patient did not use product along with pain rubs, medicated lotions, creams or ointments. The patient was not under care of a medical doctor. There were no retained product since patient through the packaging away. Action taken with the suspect product was permanently discontinued on (B)(6) 2018. Therapeutic measures taken included a large non-stick bandage. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13sep2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Follow-up (24sep2018): new information received from a contactable consumer includes: additional event (scars). Follow-up (28sep2018): new information received from the same contactable consumer included: patient age, suspect product data (start date, dose, indication, action taken), deny of concomitant medications, new event (scabbing) and event onset date. Follow-up (05oct2018): new information received from the same contactable consumer included: new event "the patient read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently on (B)(6) 2018", event details, and product stop date.

Event description:
Event verbatim [preferred term] burned/ patient. Attached a picture of the burn it caused on her back. There were blisters occurred [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2018, the patient reported "I used your product a few days ago after reading the package carefully. It was a comforting amount of heat and at no time did I experience any discomfort. Until I took it off. I removed it after about 5.5 hours as I was getting ready for bed. Removing it was also fine but when I pulled up my underwear, I felt the pain. I had been burned and just the rub of my underwear was horrible. I put a large non-stick bandage on it and that helped with the rub. Mid afternoon the next day, I removed the bandage to shower. Ouch, big mistake. I have no packaging info to give you as before I realized I was burnt, I tossed the packaging which was picked up by recycling." Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Action taken with the suspect product was unknown. Therapeutic measures taken included a large non-stick bandage. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13sep2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred [burns second degree] , visible scars [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2018, the patient reported "I used your product a few days ago after reading the package carefully. It was a comforting amount of heat and at no time did I experience any discomfort. Until I took it off. I removed it after about 5.5 hours as I was getting ready for bed. Removing it was also fine but when I pulled up my underwear, I felt the pain. I had been burned and just the rub of my underwear was horrible. I put a large non-stick bandage on it and that helped with the rub. Mid afternoon the next day I removed the bandage to shower. Ouch, big mistake. I have no packaging info to give you as before I realized I was burnt I tossed the packaging which was picked up by recycling." Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Two weeks after the incident, the picture provided by patient shows visible scars. Action taken with the suspect product was unknown. Therapeutic measures taken included a large non-stick bandage. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13sep2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Follow-up (24sep2018): new information received from a contactable consumer includes: additional event (scars). Company clinical evaluation comment: based on the information provided, the events of burns second degree and scars as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and scars as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred [burns second degree] , visible scars [scar] , scabbing [scab]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2018 at 1 pad, frequency unknown since she must have slept wrong and woke up achy. Medical history was not reported. Concomitant medications were none. The patient reported "I used your product a few days ago on (B)(6) 2018 after reading the package carefully. It was a comforting amount of heat and at no time did I experience any discomfort. Until I took it off. I removed it after about 6 hours as I was getting ready for bed. Removing it was also fine but when I pulled up my underwear, I felt the pain on (B)(6) 2018. I had been burned and just the rub of my underwear was horrible. I put a large non-stick bandage on it and that helped with the rub. Mid afternoon the next day I removed the bandage to shower. Ouch, big mistake. I have no packaging info to give you as before I realized I was burnt I tossed the packaging which was picked up by recycling." Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Two weeks after the incident, the picture provided by patient shows visible scars. As of (B)(6) 2018, the patient reported "applied patch per directions - patch was warm not hot at all. Removed patch after 6 hours because I was gong to sleep. Removal seemed fine. Didn't feel any sticking or skin pulling. It was when I laid down my back felt the pain. Looking in the mirror and saw blisters on multiple places-very painful for days. Still scabbing". Action taken with the suspect product was permanently discontinued. Therapeutic measures taken included a large non-stick bandage. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13sep2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Follow-up (24sep2018): new information received from a contactable consumer includes: additional event (scars). Follow-up (28sep2018): new information received from the same contactable consumer included: patient age, suspect product data (start date, dose, indication, action taken), deny of concomitant medications, new event (scabbing) and event onset date. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, scar and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred [burns second degree] , 2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars [scar] , scabbing [scab] , read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient ((B)(6), unit unknown) started to receive thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2018 at 1 pad 1 time for 6 hours since she must have slept wrong and woke up achy and back ache per the instruction applied on lower back right side. Medical history included hypothyroid and blood cholesterol increased. Concomitant medications included levothyroxine sodium (synthroid) 100mg once a day for hypothyroid; simvastatin (statin) 20mg once a day for high cholesterol, and might have taken advil or aleve, one dosage earlier in the day, she could not recall. The patient hasn't used thermacare previously. She previously used microwave gel pack and reported on previous occasions not related to this event, and did not experienced a problem/symptom. The patient used the product on (B)(6) 2018 after reading the package carefully. It was a comforting amount of heat and at no time did she experience any discomfort. She removed it after about 6 hours as she was getting ready for bed. She checked outside of pad several times because it did not feel that hot/or even warm on her skin. Removing it was also fine, didn't feel any sticking or skin pulling, but when she pulled up her underwear, she felt sharp pain on her back on (B)(6) 2018. It was when she laid down her back felt the pain. Looking in the mirror and saw blisters on multiple places. She had been burned and just the rub of her underwear was horrible. She put a large non-stick bandage on it so nothing would rub against it. Applied a burn cream and kept it covered for a day and a half. Mid afternoon the next day ((B)(6) 2018) she removed the bandage to shower and when the water hit it, it was very painful. This wasn't in a spot she could see clearly. Her husband couldn't believe how burned it was. Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Two weeks after the incident on (B)(6) 2018, the picture provided by patient shows visible scars. "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". Scars still visible after 3 plus weeks. Still scabbing in (B)(6) 2018. Upon follow up on (B)(6) 2018, the patient added "there were several burn spots and I handle them myself. I can't say what degree burns they were, but I guess similar to touching a hot iron." The patient was not hospitalization for the events "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" and "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". As of (B)(6) 2018, the patient stated she had to believe this product was detective as it only burnt her in three areas not everywhere that those black discs were. She had on cotton underpants and baggy cotton lounge pants. Action taken with the suspect product was permanently discontinued on (B)(6) 2018. Therapeutic measures taken in response to the event "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" included a large non-stick bandage and cream. No treatment to events "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars" and scabbing. The outcome of all the events was resolved. The patient is not currently under the care of a physician for any medical condition. She does not have any of condition including diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation and neuropathy. She classifies her skin tone as medium to dark. She does not have sensitive skin, abnormal skin conditions. The pad was directly on her back. It at no time felt hot. She did not feel any discomfort while wearing the pad, and removed 2+ hours before the recommended length of time. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She did not consult a healthcare professional for the problems/symptoms. There was no skin damage or broken prior to usage and no area bruised or swelled 48 hours prior to usage. During using thermacare, patient did not detect irritation, redness, and burning. The patient did not heat product in a microwave prior to usage and was not re-heated at all during usage. The patient did not use product along with pain rubs, medicated lotions, creams or ointments. The patient was not under care of a medical doctor. There were no retained product since patient through the packaging away. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: additional event (scars). Follow-up ((B)(6) 2018): new information received from the same contactable consumer included: patient age, suspect product data (start date, dose, indication, action taken), deny of concomitant medications, new event (scabbing) and event onset date. Follow-up ((B)(6) 2018): new information received from the same contactable consumer included: new event "the patient read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently on (B)(6) 2018", event details, and product stop date. Follow-up ((B)(6) 2018): new information received from a contactable consumer (patient) includes: medical history, concomitant medications, events outcome, more events and other details. The patient was not hospitalization for the events "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" and "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: medical history, concomitant medications, updated event onset date and outcome.

Manufacturer narrative:
Complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 418 complaints for lower back/hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in complaints for (B)(6) 2016 through (B)(6) 2017 through (B)(6) 2018. A change occurred in safety¿s procedure that has incorporated requesting site investigations for complaints with or without batch number; thus, attributing to a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Eleven of the 19 complaints received in feb2017 were related to burns, redness, irritation and blisters. The data shows a spike of 32 complaints received in mar2017; twenty -two of the 32 were related to burns, rash, blisters, irritation and wrap too hot. Seventeen of the 20 complaint received in may2017 were related to burns, redness, blisters, irritation and allergic reaction. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.

Event description:
Event verbatim [preferred term] burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred [burns second degree], 2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars [scar], scabbing [scab], read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently [intentional device misuse], , narrative: this is a spontaneous report from a contactable consumer. A 62-year-old female patient (weight 164, unit unknown) started to receive thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2018 at 1 pad 1 time for 6 hours since she must have slept wrong and woke up achy and back ache per the instruction applied on lower back right side. Medical history included hypothyroid and blood cholesterol increased. Concomitant medications included levothyroxine sodium (synthroid) 100mg once a day for hypothyroid; simvastatin (statin) 20mg once a day for high cholesterol, and might have taken advil or aleve, one dosage earlier in the day, she could not recall. The patient hasn't used thermacare previously. She previously used microwave gel pack and reported on previous occasions not related to this event, and did not experienced a problem/symptom. The patient used the product on (B)(6) 2018 after reading the package carefully. It was a comforting amount of heat and at no time did she experience any discomfort. She removed it after about 6 hours as she was getting ready for bed. She checked outside of pad several times because it did not feel that hot/or even warm on her skin. Removing it was also fine, didn't feel any sticking or skin pulling, but when she pulled up her underwear, she felt sharp pain on her back on (B)(6) 2018. It was when she laid down her back felt the pain. Looking in the mirror and saw blisters on multiple places. She had been burned and just the rub of her underwear was horrible. She put a large non-stick bandage on it so nothing would rub against it. Applied a burn cream and kept it covered for a day and a half. Mid afternoon the next day ((B)(6) 2018) she removed the bandage to shower and when the water hit it, it was very painful. This wasn't in a spot she could see clearly. Her husband couldn't believe how burned it was. Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Two weeks after the incident on (B)(6) 2018, the picture provided by patient shows visible scars. "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". Scars still visible after 3 plus weeks. Still scabbing in (B)(6) 2018. Upon follow up on (B)(6) 2018, the patient added "there were several burn spots and I handle them myself. I can't say what degree burns they were, but I guess similar to touching a hot iron." The patient was not hospitalization for the events "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" and "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". As of (B)(6) 2018, the patient stated she had to believe this product was detective as it only burnt her in three areas not everywhere that those black discs were. She had on cotton underpants and baggy cotton lounge pants. Action taken with the suspect product was permanently discontinued on (B)(6) 2018. Therapeutic measures taken in response to the event "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" included a large non-stick bandage and cream. No treatment to events "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars" and scabbing. The outcome of all the events was resolved. The patient is not currently under the care of a physician for any medical condition. She does not have any of condition including diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation and neuropathy. She classifies her skin tone as medium to dark. She does not have sensitive skin, abnormal skin conditions. The pad was directly on her back. It at no time felt hot. She did not feel any discomfort while wearing the pad, and removed 2+ hours before the recommended length of time. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She did not consult a healthcare professional for the problems/symptoms. There was no skin damage or broken prior to usage and no area bruised or swelled 48 hours prior to usage. During using thermacare, patient did not detect irritation, redness, and burning. The patient did not heat product in a microwave prior to usage and was not re-heated at all during usage. The patient did not use product along with pain rubs, medicated lotions, creams or ointments. The patient was not under care of a medical doctor. There were no retained product since patient through the packaging away. Product investigation results were as follows: complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 418 complaints for lower back/hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in complaints for (B)(6) 2016 through (B)(6) 2017 through (B)(6) 2018. A change occurred in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus, attributing to a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Eleven of the 19 complaints received in feb2017 were related to burns, redness, irritation and blisters. The data shows a spike of 32 complaints received in mar2017; twenty -two of the 32 were related to burns, rash, blisters, irritation and wrap too hot. Seventeen of the 20 complaint received in may2017 were related to burns, redness, blisters, irritation and allergic reaction. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (13sep2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Follow-up (24sep2018): new information received from a contactable consumer includes: additional event (scars). Follow-up (28sep2018): new information received from the same contactable consumer included: patient age, suspect product data (start date, dose, indication, action taken), deny of concomitant medications, new event (scabbing) and event onset date. Follow-up (05oct2018): new information received from the same contactable consumer included: new event "the patient read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently on 10sep2018", event details, and product stop date. Follow-up (10oct2018): new information received from a contactable consumer (patient) includes: medical history, concomitant medications, events outcome, more events and other details. The patient was not hospitalization for the events "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" and "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". Follow-up (30oct2018): new information received from a contactable consumer includes: medical history, concomitant medications, updated event onset date and outcome. Follow-up (01apr2019): follow-up attempts are completed. No further information is expected. Follow-up (27may2020): new information received from a product complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burned/ patient attached a picture of the burn, it caused on her back. There were blisters occurred [burns second degree], 2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars [scar], scabbing [scab], read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently [intentional device misuse]. This is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient (weight (B)(6), unit unknown) started to receive thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2018 at 1 pad since she must have slept wrong and woke up achy and back ache per the instruction applied on lower back right side. Medical history included hyperthyroid and blood cholesterol increased. Concomitant medications included levothyroxine sodium (synthroid) 100mg once a day for hyperthyroid; simvastatin (statin) 20mg once a day for high cholesterol. The patient hasn't used thermacare previously. She previously used microwave gel pack and reported on previous occasions not related to this event, and did not experienced a problem/symptom. The patient used the product on (B)(6) 2018 after reading the package carefully. It was a comforting amount of heat and at no time did she experience any discomfort. She removed it after about 6 hours as she was getting ready for bed. Removing it was also fine, didn't feel any sticking or skin pulling, but when she pulled up her underwear, she felt sharp pain on her back on (B)(6) 2018. It was when she laid down her back felt the pain. Looking in the mirror and saw blisters on multiple places. She had been burned and just the rub of her underwear was horrible. She put a large non-stick bandage on it so nothing would rub against it. Applied a burn cream and kept it covered for a day and a half. Mid afternoon the next day ((B)(6) 2018) she removed the bandage to shower and when the water hit it, it was very painful. This wasn't in a spot she could see clearly. Her husband couldn't believe how burned it was. Later, the patient attached a picture of the burn it caused on her back. There were blisters occurred. Two weeks after the incident in 2018, the picture provided by patient shows visible scars. "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". Scars still visible after 3 plus weeks. Still scabbing in 2018. Upon follow up on (B)(6) 2018, the patient added "there were several burn spots and I handle them myself. I can't say what degree burns they were, but I guess similar to touching a hot iron." The patient was not hospitalization for the events "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" and "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". Action taken with the suspect product was permanently discontinued on (B)(6) 2018. Therapeutic measures taken in response to the event "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" included a large non-stick bandage and cream. No treatment to event "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars". The outcome of "burned/ patient attached a picture of the burn it caused on her back. There were blisters occurred" was resolved in 2018. The outcome of "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars" was not resolved. The outcome of other events was unknown. The patient is not currently under the care of a physician for any medical condition. She does not have any of condition including diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation and neuropathy. She classifies her skin tone as medium to dark. She does not have sensitive skin, abnormal skin conditions. The pad was directly on her back. It at no time felt hot. She did not feel any discomfort while wearing the pad, and removed 2+ hours before the recommended length of time. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She did not consult a healthcare professional for the problems/symptoms. There was no skin damage or broken prior to usage and no area bruised or swelled 48 hours prior to usage. During using thermacare, patient did not detect irritation, redness, and burning. The patient did not heat product in a microwave prior to usage and was not re-heated at all during usage. The patient did not use product along with pain rubs, medicated lotions, creams or ointments. The patient was not under care of a medical doctor. There were no retained product since patient through the packaging away. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: the patient attached a picture of the burn it caused on her back. There were blisters occurred. The case has been upgraded to serious. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: additional event (scars). Follow-up ((B)(6) 2018): new information received from the same contactable consumer included: patient age, suspect product data (start date, dose, indication, action taken), deny of concomitant medications, new event (scabbing) and event onset date. Follow-up (05oct2018): new information received from the same contactable consumer included: new event "the patient read the package and did not leave the product on while asleep, but apply the product directly to skin and did not check skin frequently on (B)(6) 2018", event details, and product stop date. Follow-up (10oct2018): new information received from a contactable consumer (patient) includes: medical history, concomitant medications, events outcome, more events and other details. The patient was not hospitalization for the events "burned/ patient attached a picture of the burn, it caused on her back. There were blisters occurred" and "2 weeks after the incident, you can see how severe the burns were to still show visible scans and scars".